Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties with meter and entering the ID. Customer's blood glucose was 500 mg/dl and it elevated to 530 mg/dl, which was treated with manual injection. Customer was assisted with setting up meter ID. Customer declined troubleshooting for high blood glucose.